Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to get stimulation post-operatively from a stage 2 implantation using the same settings that were used during the successful stage 1 phase. It was noted the surgeon followed the technique per the IFU. Impedance testing results showed >4000 ohms on electrodes 1, 2, and 3. Electrode mapping revealed that stimulation was only possible using the unipolar setting of c+ and 0-. The surgeon was informed and the pt was going to be observed long term for therapy results. The neurostimulator remained implanted in the pt.